Manufacturer narrative:
Controls that were run in the morning passed and then failed on routine check at midnight on the day of the event. The field service engineer determined that the sample probe may have been clogged. All probes were cleaned and air purges were performed. Precision studies were performed and were successful. Performance testing was run and was successful. The customer ran controls and these were successful. The investigation is ongoing.

Event description:
The initial reporter stated they encountered failures with controls after testing patient samples with troponin t on a cobas 6000 e601 module. The customer tried troubleshooting the issue, but could not get the qc recovery issue to resolve. Calibration and controls were run until the controls passed. Patient samples were then repeated. The customer provided data for two patient samples with discrepant troponin t results. No questionable results were reported outside of the laboratory. The first sample initially resulted in a troponin t value of 7.0 ng/ml. The sample was repeated twice, resulting in values of 18.0 ng/ml and 17.0 ng/ml. The second sample initially resulted in a troponin t value of 9.0 ng/ml. The sample was repeated twice, resulting in values of 20.0 ng/ml and 9 ng/ml. A second sample collected from the second patient resulted in a troponin t value of 11.0 ng/ml and was consistent with the patient's health. The customer deemed the initial troponin t values to be correct.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.